Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately 5 months post filter implant, on (B)(6) 2015, a filter retrieval attempt was made. Access was gained through the right internal jugular vein. Multiple attempts were made utilizing a snare to grasp the ivc filter. The hook of the filter was densely embedded into the ivc wall. Additional attempts at manipulation were unsuccessful and the procedure was terminated. Again on (B)(6) 2015, a second retrieval attempt was made. The hook of the filter could not be dislodged again despite using several means like loop snare, angioplasty and manual dislodgement techniques. Again, the procedure was aborted, and filter was left in place. Therefore, the investigation is confirmed for retrieval difficulties, inconclusive for filter tilt and perforation. Per medical records, multiple attempts were made to engage the apex of the filter using loop snare, angioplasty, and manual dislodgement techniques, but were unsuccessful due to filter hook densely embedded into the ivc wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.